Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrect event type, serious injury/malfunction, is provided in thisfollow-up report

Event description:
Implant failed due to implant fracture at placement. The initial report did not have the correct event type documented, the correct event type, serious injury/malfunction, is provided in this follow-up report.

Event description:
The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury.